Event description:
A customer reported a tandem mobi cartridge alarm that occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was advised to continue using the current pump and multiple daily injections until a replacement pump was sent by technical support. Additionally, technical support provided instructions for returning the problematic pump and ensured the customer knew how to handle the replacement process.